Event description:
The customer's spouse called for assistance with changing rates. The spouse stated that paramedics rushed the patient to the hospital due to low bgs. Also it was informed that their bgs have been fluctuating, low in the mornings and high from lunchtime and on. The device was not dropped and there was no adjustment to the reservoir while the customer was connected. The contact indicated that the batteries were changed due to an alarm. The pump passed the self-test.